Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon pulled the handle on the device and it would not open. The device had to be cut off the common bile duct. It was on the specimen side so not detrimental. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 05/22/2009. Information anticipated, but unavailable at this time.